Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, suprarenal, and limbs (3) were implanted to treat an abdominal aortic aneurysm. The patient presented emergently with a ruptured aaa three (3) years post initial implant. The patient was converted to open surgical repair on (B)(6) 2018 and the stent graft was explanted. On (B)(6) 2018, another reintervention was completed to implant an ovation system successfully excluding the aneurysm. As of the date of this report, there have been no additional sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.